Event description:
It was reported that a malfunction occurred with the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. The technical support team arranged for a replacement pump to be shipped, provided instructions for storing the malfunctioning pump, and directed the customer to return it using a pre-paid label. The customer accepted the guidance and confirmed understanding. Meanwhile, the customer planned to use multiple daily injections as a backup method to ensure insulin delivery was not interrupted.